Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a cervical spine procedure. It was reported that they were unable to see the imaging system trackers in the tracking view. The issue was resolved on site when the camera was face on with the trackers and could see the reference frame with operating room (or) lights off. The imaging system was then rebooted and was functional. There was a less than 1-hour delay to the procedure and no impact on the patient outcome.